Manufacturer narrative:
The investigation conducted by isi field service engineering discovered that the settings of the camera control units (ccus) were incorrect and that the black and white balance had not been performed. The isi field service engineer also found that the system illuminator light output was low. The system was repaired by replacing the affected illuminator. As of 2007, there have been no reported recurrence of the issue at this hospital. The insite vision system user manual specifically states: setting the black and white balance. Automatic black-balance control (abc) should be set prior to using the da vinci system. It should be set prior to setting white-balance. Automatic white balance control (awc) should be set prior to using the da vinci system each day, or if an endoscope change has caused a color distortion in the image. The user manual also provides the default setting for use for the ccus.

Event description:
It was reported that prior to beginning the da vinci cardiac procedure, the system surgeon console right eye view was foggy and the left eye had a pink tint. The system endoscope was removed and cleaned which resolved the fogging issue in the right eye, however, the pink tint in the left eye remained. The pt was under anesthesia, however, no surgical tasks had been performed with the system when the surgeon decided to convert to traditional open surgical techniques to finish the planned surgery. No pt harm was reported.